Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the patient became unresponsive. The patient had presented with a deep vein thrombosis the day prior to procedure. An angiojet® zelantedvt¿ was selected for a deep vein thrombectomy procedure in the femoral vein. 10 mg of tpa was administered through the catheter in power pulse mode and the patient became symptomatic as if she was having a pulmonary embolism (pe). The patient became unresponsive after the initial dose of tpa, but became responsive within minutes. However, the physician could not confirm whether a pe truly occurred. The physician decided to administer an additional 10mg of tpa to treat the possible pe and the patient became distressed and confused. The total run time of the case was 88 seconds. Subsequently, the physician sent the patient for the CT scan for a possible head bleed. It was confirmed the patient had a large bleed into her brain due to the tpa. The patient was taken into surgery that night and her ventricles and her brain were emptied. As of (B)(6) 2018, the patient remained intubated and unresponsive. On (B)(6) 2018, the patient died. Death was associated with tpa only and not related to the device by the physician.